Manufacturer narrative:
(B)(4)

Event description:
Procedure type: inguinal hernia repair. According to the reporter: physician inserted the balloon and began pumping to inflate. The balloon did not inflate at all and was removed. Another device was applied. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.